Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient noted that she has had to change settings up and down lately because she had some procedures. Patient further stated procedures she had been steroid injection and had no bladder control after that. Patient noted the lack of bladder control was from the numbing agent. Patient stated she increased stim to a higher level and bladder control issue has resolved but stim was very high that when she lies on one side it will hurt. Patient noted stim was painful and burning and was trying to decrease stim today. Patient confirmed stim was painful because she increased it too high. Patient confirmed she brought stim down on p1 and it was still painful. Patient decreased some more on the call and stated it was still painful. The patient was able to change to program 2 and confirmed stim was on 0.5v and felt much comfortable and did not feel the burning anymore. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.